Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a rotator cuff surgery the tip of the device became detached. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-9831 apollo serial/batch (B)(6) was returned for investigation. Visual investigation noted that the electrode of the device was damaged/broken. Functional testing was not performed due to the damage of the device. This was a manufacturing issue addressed in (B)(4).

Event description:
Update dw 18-sep-2024: further information was provided that the broken tip was retrieved out of the patient.